Manufacturer narrative:
A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed by testing or analysis, however a conclusion of cause traced to device design conclusion was selected. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review investigation conclusion: the cause traced to device design conclusion was selected based on analysis evidence which indicated the device was operating normally but had a bd error due to magnet detections. Although the device is operating normally, this situation has been deemed a design issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery depletion (pbd) error message on the latitude website. A request was made to have data from this device analyzed. Data analysis confirmed that the pbd error message was refuted and triggered due to extended magnet application. The patient was seen in the office, and the physician reset the device and reset the beeping tones. Once the reset was complete, the estimated battery longevity was 97%. The device remains implanted. No adverse patient effects were reported.